Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [(B)(6) 2025] bolus daily delivery total was [4.6u]. Basal daily delivery total was [21.4u]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, label damage(faded/stained/peeling), missing display window cover, and cracked belt clip rails. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor alert, calibration not accepted alert. The customer reported hemorrhage and hyperglycemia treated with bolus and drinking a protein shake. The customer reported a blood glucose value of 410 mg/dl and a current blood glucose value of 124 mg/dl. The event involved product(s) mmt-7020la, mmt-332a, mmt-396a, mmt-1880. Troubleshooting was performed for high blood glucose/underdelivery and the customer used the insulin pump system within 48hours of the reported high blood glucose event. Troubleshooting was performed for the change sensor/sensor updating/calibration not accepted and the customer was unable to run a transmitter test and/or test passed. Troubleshooting was performed for site issues, the customer was advised to insert the sensor in a different location and also monitor the site. Troubleshooting was performed for the tester procedure for transmitter and the transmitter is working correctly. The customer has not used the auto mode/smartguard feature at the time of the high blood glucose event. The customer was unable to run the high-pressure test. The customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-332a. No product return is required for mmt-396a. The customer will discontinue the use of the pump. Mmt-1880 was requested and the customer response was the device will be returned.